Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal device was kinked upon insertion into a patient. The access was a ipsilateral antegrade approach for right proximal anterior tibial artery. The patient had a large habitus. The physician feels that the device kinked due to the large patient habitus, and the angle of insertion. It was reported that there was compression of the arterial access site and that there was no further complications. The patient was in stable condition. Additional information was received on march 29, 2019: the procedure was an ipsilateral anterior tibial angioplasty, accessed from the right common femoral artery (cfa) while using a 6fr procedure sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was not a pre-angiogram performed. Insertion of the sheath required an increased amount of force, and kinked upon entry into the patients leg.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.